Event description:
It was reported the lead was explanted and replaced due to lead fracture. No patient complications have been reported as a result of this event. The ra lead was also returned due to an apparent lead fracture and subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; distal segment returned for analysis. Conductor ends are cut, no fracture was found.